Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as the surgeon was inserting the intraocular lens (iol) into the patient's eye, the lens got stuck in the cartridge while inserting. The surgeon re-inserted a new iol of the same model and diopter and the patient was reported to be fine. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The pcb00 lens was visually inspected. Visual inspection revealed scarce amounts of viscoelastic solution on the cartridge which indicates that the unit was handled and prepare for surgical use. Heavy dent/distortions and stress marks were observed on cartridge tip. The lens was observed stuck in the cartridge tip area. The preloaded insertion system was returned incomplete, the plunger was missing. The pushrod was advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to the manufacturing process. The directions for use (dfu) instructions and precautions provide the customer with information on properly handling the lens during preparation and use. The manufacturing records for the lens were reviewed. The manufacturing process records were evaluated and the lens was manufactured within specification requirements. There were no associated deviations. Two non conformances reports were identified in the review; however, they were not related to the reported complaint. There were no material or process changes within the manufacturing records. The lens was manufactured according to established specifications and procedures. The directions for use (dfu) were reviewed and provide the health care professional with instructions. The dfu for the tecnis itec preloaded delivery system, advices the physician to be cautious. Do not implant the lens if the rod tip does not advance the lens or if it is jammed in the cartridge. Do not push the plunger forward to fully advance the lens until ready for lens implantation. Discard the device if the lens has been fully advanced for more than 1 minute. The warnings section, advices the physician to examine the instructions for use and handling instructions to minimize exposure to conditions which may compromise the product, patient, or the user. All pertinent information available to abbott medical optics has been submitted.